Event description:
It was reported that after a da vinci-assisted surgical procedure, within the reprocessing at the central sterilization, a defect on the fenestrated bipolar forceps instrument was detected, there was a broken wire at the tip. The instrument was replaced with a new one within the set. Number of lives remaining 1. The instrument was used and reprocessed as recommended by the manufacturer. No defects in the tool were found during the last procedure. There were no delays. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.